Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the exact cause of the coronary occlusion cannot be confirmed. It is possible that calcific fragments embolized and occluded the right coronary artery. Two stents were placed and normal blow was restored. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our canadian affiliates, a 26mm sapien xt valve was deployed 70:30 aortic/ventricular through direct trans-aortic approach using the ascendra+ delivery system. Following valve deployment, slight hemodynamic and lv contractility abnormalities were noticed. The patient experienced ventricular fibrillation which resolved on its own and again hemodynamic changes and more defined abnormalities on the inferior aspect of the lv were observed. Suspicions of calcific embolized fragments in the right coronary artery were raised; however, they could not be confirmed. Angioplasty was performed and two stents were placed to allow normal flow in the right coronary artery at the level of the lesion. This patient had mild native annular calcification, mild native leaflet calcification, mild aortic root calcification and a porcelain aorta.